Manufacturer narrative:
(B)(4): set was discarded at the hospital. No investigation could be performed.

Event description:
The IV tubing (model number unk) was found leaking from the silicone tubing right below the upper fitment. This was during an infusion of IV fluid. The set was discarded at the hospital. No pt harm reported. Although requested, no add'l info was available.